Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received several no delivery alarms. The customer's blood glucose was 11.6 mmol/l at the time of incident. The customer stated that they rotate sites. The customer stated that they think that the piston has an issue. The insulin pump will be returned for analysis.